Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2009; dtma1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) eroded through the skin at the implant site. Antibiotics was administered, the device was removed, and the leads were capped. No further patient complications have been reported as a result of this event.